Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.7., h.8.

Event description:
Additionally, it was reported that the symptoms developed in patient's right cheek (lump increasing in firmness and discoloration appeared six weeks from the diagnosed of urti (upper respiratory tract infection). The symptoms have resolved.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of upper respiratory tract infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of upper respiratory tract infection, deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) that a patient was injected with juvéderm® voluma® with lidocaine (2.6ml in cheeks, 0.4ml in pre-jowl sulcus). Patient did not go to 2 week follow up and stated that the right side injected area was fairly solid from date of injection. Approximately 8 months later, patient reported solid area had become hard, bruised lump that was not painful. Patient was sent to different clinic for 0.2ml hyalase® diluted in 7ml n/saline, 1ml xylocaine. It was noted that, "the granuloma did not soften immediately as would have been expected. I reviewed her 30 mins later and I thought it had slightly softened." Patient was prescribed antibiotics to hold over weekend if required. Hcp also reported it may be a granuloma or cyst forming. Patient reported that they had an upper respiratory tract infection, deemed not related to the injections. Hcp believes it could be involved in the evolution of symptoms and does not believe that the filler is responsible for symptoms.